Event description:
Received information from an attorney that the patient was crossing a street in his power chair when he was initially struck by a vehicle. The impact caused him to be thrown from the power chair and he struck the windshield of another vehicle. The patient passed away as a result of the injuries he sustained in the accident.

Manufacturer narrative:
This accident is in litigation. Device evaluation expected in the future, but not yet begun. Cannot draw any conclusions at this time. It does appear this was an unfortunate vehicle accident. A follow-up report will be submitted after the inspection of the unit.